Event description:
A malfunction was reported on the pump by the caller, who did not report any notable events prior to the issue. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, so there was no reported impact on the blood glucose level. Technical support provided assistance by giving pump reset information because the customer was unable to reset it due to not having a charging cable while driving. A follow-up was attempted by technical support, but they were unable to establish contact with the customer. As a result, the case was closed after multiple failed follow-up attempts.